Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two hours after completing a sleeve gastrectomy, the patient was brought back to surgery for excessive bleeding. Active bleeding was found on the mesentery of the stomach and controlled. Re-operation was done due to active bleeding. The patient¿s hospitalization was extended for five days.